Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent act button response due to a corroded keypad trace. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corners, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 273 mg/dl. The insulin pump will be replaced.